Manufacturer narrative:
Continuation of d10: product ID 97740 lot# serial# (B)(6). Product type programmer, patient product ID 37092 lot# serial# unknown implanted: explanted: product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6). , UDI#: (B)(4). H3: analysis of the 97740 programmer (serial number (B)(6). Revealed corroded boards. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient programmer won't power on with new batteries. New batteries didn't resolve issue. Patient programmer remained non-responsive. The issue was not resolved. An email was sent to the repair department to replace the device. Patient services (pss) emailed repair to send replacement patient programmer. The patient's relevant medical history included patient got device implanted for pain. Patient said that the last maybe 2 weeks they had started to have a return of back pain. Patient said they never paid attention to stimulation sensation they just paid attention to pain relief and now they weren't getting any pain relief. Patient noticed yesterday that the patient programmer wasn't powering on anymore so they were unable to turn stimulation up. A replacement programmer was sent out. Pt called back stating they were still having trouble even after receiving the programmer replacement. Pt confirmed poor communication with antenna. Pt was able to successfully sync to stimulator when using only the programmer (no antenna).